Event description:
It was reported that customer experienced keypad anomaly, motor error alarm and no delivery in the past. Out of warranty letter would be sent. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.